Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that when the patient first connected to the ins the programmer showed a por was de tected. Patient said they charged their ins to 70% and after they dismissed the por the patient was able to successfully put their device into MRI mode and it said full body eligible.